Manufacturer narrative:
Patient identifier, age, sex, weight: there are multiple patients. All known information is provided in the journal article. Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown uss construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: there are multiple unknown dates of implantation between (B)(6) 2003 and (B)(6) 2009. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: siomone tortato et. Al (2010), cerebral palsy and scoliosis patient caregiver satisfaction after spinal fusion, revista brasileira de ortopedia, vol. 45(n), pages 45-54 (USA) http://dx.doi.org/10.1590/s0102-36162010000700009. The aim of this article is to evaluate the satisfaction amongst caregivers of patients with scoliosis and cerebral palsy after vertebral arthrodesis. Between april 2003 to march 2009, a total of 106 patients were 38 (14 males and 27 females) with a mean age of 14.6 years (ranges 9.7-20.3 years) met the inclusion criteria. There were 2 groups, group 1 is with large improvement after surgery, comprised 27 patients (18 females and 9 males) with a mean age of 15.2 years (ranges 9.2-17.6 years). Group 2 is with some or no improvement comprised 11 patients (5 males and 6 females) with a mean age of 14.5 years (range, 9.7-20.3 years) were included in the study. These patients had neuromuscular disease underwent surgical treatment for scoliosis. The mean duration of follow-up was 33 months (ranges 12-75 months) with 38 months in group 1 (12-75) and 31 months in group 2. The following complications were reported: 1 patient died following the clinical evaluation and the completion of the questionnaire, 20 months after the surgery. 1 patient developed a cerebrospinal fluid fistula secondary to lumbar puncture and required further surgery for closure. 2 patient presented seroma in the iliac region, one of which was submitted to puncture and intravenous antibiotic therapy and the other submitted to surgical drainage and intravenous antibiotic therapy. 1 patient had evolved with junctional kyphosis. 6 patients had infection. 1 patient did not obtain any functional and locomotion improvement. 3 infections occurred in the late postoperative period and required removal of the synthesis material for resolution. 2 of these patients with late infection, pseudarthrosis was identified 3 patients had a protruding proximal implant and underwent surgical revision. This report is for a steel uss synthes. This is report 2 of 2 for (B)(4).